Event description:
I used polident super from 2000 till 2009. I had many tests done for pain, tingling, numbness and eventual paralysis. Many tests, zero answers. Watched ad on tv, was told to get blood level for zinc tested. After so many years, doctor visits, therapists, and specialists, I now have a high zinc level due to the denture cream which my have made me ill. Pain and paralysis keep me seeking treatment from the medical community. Dose or amount: denture cream. Frequency: 4x daily. Route: oral. Dates of use: 2000 - 2009. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.